Manufacturer narrative:
A stryker service representative evaluated the customer's device and was not able to duplicate the issue reported by the customer. Upon evaluation, the stryker service representative observed that the device logged a critical event code. The event code was cleared from the memory of the device and thereafter did not return. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issues could not be conclusively determined.

Event description:
The customer contacted stryker to report that the screen of their device would go black when shocking. Upon inspection, stryker observed that the device logged a critical event code indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient involvement reported with the event.